Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2026. The patient was using an omnipod 5 insulin pump at the time of the event. On (B)(6) 2026, the patient reported feeling well until approximately noon, when the cgm began displaying low glucose readings below 40 mg/dl. Initially, the patient did not express concern. After eating lunch, the cgm issued an ¿urgent low¿ alert and continued to display ¿low¿ without a numeric glucose value. During this period, the patient reported experiencing headache and nausea. In response to these symptoms, the patient¿s mother performed a fingerstick blood glucose (fsbg) test, which showed an elevated glucose level of approximately 600 mg/dl. Due to the patient¿s symptoms and the elevated bg value, the patient was transported to the hospital. Upon arrival at the emergency room (ER), a physician confirmed a bg level of 600 mg/dl, while the cgm continued to display ¿low¿ without a numeric value. The patient received intravenous therapy consisting of 10 units of insulin and 1,000 ml of sodium chloride fluids. The attending physician advised removal of the cgm sensor, which was considered malfunctioning. The patient was observed in the hospital and discharged later that evening after blood glucose levels returned to normal. At the time of the report, the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid on 03/21/2026. No additional patient or event information is available.